Event description:
It was reported that a patient underwent a robotic assisted hysterectomy on (B)(6) 2013. During the procedure, the device blade rotated, then stalled out and blade stopped rotating when in contact with tissue. When surgeon pulled the trigger, the lights blinked on the machine. The surgeon removed the blade from the tissue and the blade began to rotate again. When surgeon reapplied the blade to the tissue, the blade spinning slowed down and then stopped. The surgeon had morcellated enough tissue to remove uterus through the vagina with no additional unintended dissection. The patient was stable upon discharge from the operating room.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade was not seized and the device operated as intended during evaluation.